Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
New etq created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint- patient was revised to address pain. Update 05/17/2013 - litigation received 05/07/2013 and attached. Complaint changed to legal. Dob added. Litigation alleges patient had pain in left hip, loosened acetabular component, osteolysis, metallosis, the need for aspiration of right hip and other injuries after asr hip implant. There is no new information that would change the outcome of the investigation. Update rec'd 5/30/2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated discomfort, metal wear (not metallosis mentioned), fluid collection, and fretting at the head/neck junction. There was no mention of a loose cup or osteolysis. The stem is being added to the complaint. The complaint was updated on: 11/26/2014.